Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. The physician had to go back in with the farawave multiple times to touch up the veins. After the second time going back in with the grid mapping catheter, when they aspirated the sheath, it was noted a lot of air was coming out of the sheath. This was not previously an issue in the case. It was attempted aspirate more but air kept coming. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).